Event description:
3 yr old male with hx or tricuspid atresia, vsd & asd s/p blalock-shunt & s/p pa banding, was implanted with an aortic homograft in the tricuspid position during a fanten procedure that included closure of an asd & vsd & removal of pa banding. Over 9 yrs later the homograft was explanted due to calcification, cusp degeneration, regurgitation & conduit stenosis.